Manufacturer narrative:
This product is not expected to be returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead was fractured causing loss of capture and a rise in pacing impedance measurements. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.